Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a false positive signal artifact monitoring (sam) event due to noise oversensing during an ablation procedure. Technical services (ts) advised on turning the sam feature back on. No adverse patient effects were reported. This device remains in service.